Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, oversensing of artifacts with high amplitudes was observed in the previous follow-up. Preliminary analysis revealed that a ventricular lead issue and/or lead-ICD connection issue is suspected.

Event description:
Reportedly, oversensing of artifacts with high amplitudes was observed in the previous follow-up. Preliminary analysis revealed that a ventricular lead issue and/or lead-ICD connection issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200515 - file-2020-00958 - analysis_and_closure_report_resp-2020-00561.pdf].